Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead impedance trend showed the lead going out of range. It was also noted that the thresholds suddenly went out of range at the time of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead exhibited high and undefined impedances and had a possible fracture. The lead was reprogrammed and turned off. The lead was capped and replaced with a new atrial lead. No patient complications have been reported as a result of this event.